Manufacturer narrative:
The device was returned and the evaluation found no other reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited no image due to a damaged charged couple device unit and scratched electrical contacts. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image occured due to the damage of image sensor unitor breakage of the mounting components of the electric board due to use stress, external factors, or handling. The event can be prevented by following the instructions for use which state the inspection method for "no image", described in the operation manual ¿chapter 3 preparation and inspection 3.7 inspection of the endoscopic system.¿ olympus will continue to monitor field performance for this device.